Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.the customer reverted to manual injections for insulin therapy. A correction bolus via pump was administered to address bg level.the customer reverted to manual injections for insulin therapy.